Event description:
It was reported that a patient was charging more than expected. It was noted that the patient usually charged when the implantable neurostimulator (ins) was at 25%. It was stated that the patient used to charge every 1.5-2 weeks and now was charging every 5-7 days. It was stated that since going on vacation the ins was discharging more rapidly than it was before the vacation. It was stated that the patient noticed the change in the ins discharging about 2-3 weeks after a programming session when a 3rd program was added. It was stated that the patient didn¿t bring her insr (implantable neurostimulator recharger) with heron vacation so the ins did become discharged. It was noted that the patient made minimal adjustments to her stimulation (had made 2 adjustments in voltage per the clinician programmer 8840 since (B)(6)). It was noted that the manufacturer¿s representative met with the patient today. It was stated that there was only one viable recharge session on the 8840 as the others were very short and didn¿t have any viable date in them. It was stated that the one session was 3.4 hours long and the patient charged from 25-100% during that session. It was noted that an estimated recharge interval was calculated based on p1) 2 anodes 2 cathodes 3.1v 450u 40 600ohms; p2) 1c 2a 2.4, 450 700ohms; p3) 2ca 4 a 3.8, 390 400ohms, 10hrs/day= 19 days, 16 hours/day =13 days. It was stated that the patient was showing 40% usage according to the 8840. It was reported that all electrode impedances were normal range, between 800-1000 ohms. It was noted that the ohms were estimated as group z was not done during today¿s session.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).